Event description:
Rn reports both moog 6000 cms pumps are showing down air occlusion and replace set 4. Rn changed air sensitivity to high replaced tubing x3 replaced batteries pump serial # (B)(4), exp 01/23/2018, (B)(4), exp 01/23/2018 no side effects noted due to pump malfunction. Rn aware not to throw pumps away. Rn did not say if the MFR can contact the pt regarding the pump malfunction. Dates of use: (B)(6) 2013 to ongoing. Reason for use: (B)(4) hurler's syndrome.